Event description:
Allegedly, sudden fracture of the interchangeable neck of a total hip endoprosthesis. We performed an operative revision of the entire femoral part of the endoprosthesis ((B)(6) 2020), after which the patient is still recovering. Jazmp reference number: (B)(4). Additional information received on 12/24/2020 from (B)(6): updating product ids, lot numbers and implant date.